Manufacturer narrative:
The lens was returned to b+l. Visual inspection found four lens pieces. Due to the condition in which the lens was returned further testing could not be performed.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7468005) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Event description:
It was reported that the lens vaulted anteriorly approximately 1 week post-op. Striae was also observed and the patient noticed a decrease in vision. The lens was explanted and a different model lens was implanted. The surgeon indicated that the likely cause of the event was "questionable healing due to systemic issues (auto-immune). The patient current status is good post lens exchange. This report pertains to the patient's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.